Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6173983; medical device expiration date: 12/31/2017 ; device manufacture date: 16/21/2016. Medical device lot #: 6187600; medical device expiration date: 01/31/2018; device manufacture date: 07/05/2016. Medical device lot #: 6090572; medical device expiration date: 10/31/2017; device manufacture date: 03/30/2016. Samples were returned but will not be tested at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot #'s 6173983, 6187600, and 6090572. All process and final inspections comply with specification requirements. Confirmed. Known defect. This defect is under investigation through sa and CAPA. An 8d project was initiated and is underway. This complaint is confirmed based on a known issue. CAPA - (B)(4). (B)(4).

Event description:
I was reported that the top are coming off of 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ when releasing from access device. No injury or medical intervention.